Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Customer claims they are unable to visualize thyroid pathology.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00168) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device is undergoing an evaluation but has not yet been completed.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00168) submitted in 2016 did not go through correctly. Additional information was received that there was no reported patient injury due to the issue.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the study images submitted with the system were reviewed, and and additional images were obtained from the unit in-house. The issue could not be reproduced. The image quality and needle visualization were appropriate for the procedures performed. Service reloaded the software and performed other tests to ensure the quality of the images.

Manufacturer narrative:
This supplemental report report which is being re-submitted per FDA's request as the original supplemental MDR#2 (MFR#3009498591-2016-00168) submitted in 2016 did not go through correctly. Additional information: provide additional manufacturer narrative (see section h10). The study images from the site with the system were reviewed, and the reported issue could not be reproduced. Additional investigation is being performed and the report will be supplemented if additional information is received.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR#2 (MFR#3009498591-2016-00168) submitted in 2016 did not go through correctly.